Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient implanted for non-malignant pain. The hcp reported that the patient informed them that their device is not working. The hcp stated that the patient did not elaborate on the device issue and no other details are known. No further complications or patient symptoms were reported or anticipated.